Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone.

Event description:
Reported 1 false positive flu a+sars and 3 false positive flu b+sars results out of 25 patients total. Patients were asymptomatic. The customer communicated the flu b+sars results were confirmed negative by molecular (pcr testing). Unknown if flu a+sars result was confirmed; confirmation method(s) not provided.